Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking from an unspecified location. This issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was a cut on the tubing near the y-site slanted arm. Functional testing was also performed including under water pressure testing and a leakage was observed from the tubing at the y-site slanted arm location. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.